Manufacturer narrative:
A review of the manufacturing records for this lot revealed no discrepancies relevant to this reported event. (B)(4).

Event description:
While using a fortrex pta balloon on a lesion in the left innominate vein, the balloon ruptured at 8 atm pressure. The procedure was completed using another pta balloon. No injury to patient. The device was returned for analysis. Upon investigation, a longitudinal tear in the balloon chamber material was noted. The root cause of the balloon burst could not be determined.